Manufacturer narrative:
The partial lead was returned in four pieces. External insulation abrasion was noted at 5.5-5.6 cm from the connector pin consistent with lead friction to pacemaker can. This is consistent with the observation from the field of noise.

Event description:
It was reported that the patient reported symptoms of dizziness. The right ventricular and right atrial leads were extracted due to noise on (B)(6) 2017. Both leads were replaced with competitor leads. Upon extraction there were no visible fractures, but the physician could feel insulation abnormalities. The patient was stable before, during and post procedure.